Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which caused the pump to shut off. The customer's blood glucose (bg) ranged from 220-321 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.